Manufacturer narrative:
(B)(6). Patient weight not available for reporting. UDI not available. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent a procedure to repair fracture of the second, third, and fourth metacarpal on (B)(6) 2018. During the procedure, two (2) different drill bits broke. The fragments of each drill bit remains embedded in patient bone. Patient status reported as okay. This report is for one (1) drill bit this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 513.005 ; lot no.: f-20293 ; manufacturing location: selzach; supplier: (B)(4); release to warehouse date: 09.aug.2016 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No nonconformances (ncrs) were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.